Event description:
The customer reported elevated white blood cell (wbc) contents in the platelet products. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the events. The customer reported 5 incidents across two lots. It is unk at this time which incidents are associated with the specific lots. The incident dates reported are as follows: (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011. The add'l lot that the customer reported is included in mewatch report # 1722028-2012-00143. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Wbc contamination of platelet products can potentially be due to: this failure may be part of your site's statistical distribution, late or major changes, especially in hematocrit, can contribute to an elevated wbc count, donor physiology, sampling, calculation, or other process error.